Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had blood glucose levels between 300-400 mg/dl with moderate ketones, and the air bubbles are present in the system. During troubleshooting, customer support found that the patient was not using the correct cartridge filling technique. Cs attributed the bg excursion to the air bubbles caused by improper technique. There was no indication of product malfunction. This complaint is being reported because the patient experienced hyperglycemia related to use error.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.